Event description:
The customer reported to olympus, during a regular maintenance, the camera head had image problem. It was noted that the image was noisy, flickering and no photo of image was available. No patient was involved in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issues regarding noisy image and flickering image were not reproduced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide correction on evaluation conclusion, and additional information based on the legal manufacturer's final investigation. It was indicated that a correction was made on evaluation indicating that the reported issue regarding flickering image was confirmed. Since the device was manufactured more than 15 years ago, it is not possible to confirm the manufacturing record. During investigation, the root cause of the reported issue was not identified and reported issue was not reproduced. Olympus will continue to monitor the field performance of this device.